Event description:
It was reported that the devices were used during an unknown number of procedures. The hospital has experienced issues with lockout and solid tone with the devices. There was no consequence to the patient.